Event description:
During a procedure to fix a tailors bunion with an osteotomy, when the surgeon was about to remove the screw from the bone, a piece of the screw broke off. This occurred just when placing the screw driver into the screw head. The surgeon was not applying any torque, rather, the device broke while the surgeon was trying to put in the screwdriver to the screw head. The surgeon was able to retrieve the broken piece and there was no injury to the patient.